Event description:
A report was received from the USA with information stating that an 840 ventilator had error codes logged in the memory suggesting the device was inoperative. The device was not being used on a patient when event occurred. The date of the event was not reported.

Manufacturer narrative:
Covidien customer support (tse) troubleshot the issue with the customer over the phone. The technical support engineer recommend replacing the breath delivery (bd) central processing unit (cpu). Covidien was not authorized to service device. Re-evaluation of the complaint identified the xb0069 was found to be present within the diagnostic log of the device associated with this complaint. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure patient alarm, then the xb0069 code is initiated. Once the xb0069 is initiated, the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the patient to breathe room air spontaneously, although positive pressure ventilation is no longer provided. (B)(4).